Manufacturer narrative:
One product was received for evaluation. Visual inspection revealed the battery door was broken. Functional testing was performed, and the root cause was determined to be due to the force sensor out of calibration. Service history review identified the complaint was not related to a previous service of the device within the review period. No action was taken. G1, email address: (B)(6).

Event description:
It was reported that the pump exhibited a force sensor error. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3 unknown.